Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This was observed during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between may 27-29, 2023. H11: two (2) actual devices, a photograph, and a video of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported leakage was not easily identified by initial visual inspection on the returned samples; however, the leakage was identified at the administration port by initial visual inspection of the photo and video sample. Functional leak testing of the actual samples was performed and leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.